Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that a 512dh trocar was placed and the seal was defective resulting in pneumo loss. The case was completed by using another instrument.